Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was not able to rewind the insulin pump. The insulin pump appeared to have fully rewound but the piston did not rewind. The customer was not able to insert the reservoir. Customer's blood glucose level was 107 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump error alarm during the rewind test due to corroded motor home switch. Unable to perform the self test, sleep current measurement, active current measurement, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error alarm. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, missing display window cover, cracked case behind the pump at the battery compartment, serial number label stained and minor scratched lcd window.